Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: g4, g7, h6, h10.based on the legal manufacturers investigation, since lamp operating time exceeds 500 hours and the problem has been solved after replacing lamp, it is assumed that the flashing lights were caused by the xenon lamp approaching the end of its service life.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reported that the device would not be returned because the reported issue was resolved by replacement of the lamp. If additional information is provided and/or if the device is returned for analysis at a later date, a summary of the results will be provided in a supplemental report.

Event description:
The user facility reported that the light on the device was flickering. The customer reported that this was discovered during set up of the device therefore; there was no patient involvement.